Manufacturer narrative:
A drug interference was suspected to be the most likely root cause. As no sample material could be provided for investigation, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer experienced an issue with questionable results since february for multiple patient and qc samples. The assays involved were bilirubin, glucose, and c - reactive protein (crp). Specific data and dates of the events were requested but not provided. It was stated most of the results were reported outside the laboratory, but specific information was not provided. Information concerning if any patient was adversely affected was requested, but was not provided. The crp reagent lot number was 618082. The other reagent lot numbers and expiration dates were requested, but were not provided. The field service representative changed the reagent and sample probes which resolved the issue.